Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the pdm was melted and overheating the battery. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pdm was overheating when on the charger. The pdm would be off the charger for a few minutes when it would just shut off. It was reported that they were unable to open the device as it was melted shut. The pdm was already disposed .